Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer returned the meter for an investigation. The investigation powered on the customer's meter and performed a visual inspection. The customer's meter showed several black lines and spots. One large area of lines/spots partially hid the second and third digit in the result screen. This was immediately visible to the user. The flaw was visible after turning on the device and it permanently existed. The investigation confirmed there were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection was checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performed as expected with an exchanged display. The returned display assembly was found to be defective.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter. The reporter stated the meter's display has black spots on it that prevent the results field from being clearly legible.